Event description:
Ous MDR - the patient suffered from post implant site hematoma under tension. The patient received a compression dressing for 10 days and was then reevaluated. Afterwards, the hematoma was resolved.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.